Event description:
During a routine inventory inspection, a penumbra sales rep found that a canister was cracked. It was unk whether the canister cracked in transit or occurred on-site at the hospital.

Manufacturer narrative:
Technical eval: a minor crack could be seen in the side of the canister. The canister was tested for its ability to hold vacuum using a known good pump. This pump was blocked off, unattached to the canister will hold a vacuum of -27.0inhg. Connecting the canister to the pump inlet and blocking the remaining inlets, the canister reached a stable pressure of -27.0inhg in 30 seconds and remained at the pressure. Conclusion: the incident is confirmed as reported. The crack is clearly visible but is strictly cosmetic. The canister holds pressure as well as a canister that is not cracked. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.